Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received though follow up. The customer confirmed the distal tip was damaged an no chemicals or anti fog used in the procedure. The distal cover was inspected and found to be fine at the time. The user did install the distal tip cover correctly, and confirmed that it was seated properly, and checked by pulling to make sure that it would not fall off during the procedure. The distal cap tore during the procedure and fell off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the suggested event occurred due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. - the cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the suggested event could not be determined. The event can be detected and prevented by following the instructions for use which state: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00224. This subject device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell inside the patient's stomach. Suction was used through the scope to drag the cover to the patient's mouth, and it was removed with a forceps. The procedure was prolonged, and the patient remained under anesthesia for an additional thirty minutes. The issue did not affect the outcome of the procedure. The procedure was completed. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) distal cover; (B)(6) duodenovideoscope. This report is for (B)(6).